Event description:
It was reported that during the system upgrade, the physician discovered that the right ventricular (rv) lead was undersensing at 2.8 mv. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: vedr01 ipg, implanted: (B)(6) 2008. (B)(4).